Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the motor did not stop during the fill tubing process. The customer stated all the insulin was pushed out of the reservoir. The customer did not report any alarms occurring on the insulin pump. Customer stated the insulin pump passed a self-test. The customer's blood glucose was 15 mmol/l. Customer declined to return the insulin pump for analysis.